Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states she was changing the set, when she received the motor position encoder error alarm. The patient's blood glucose at the time was 152 mg/dl. The customer was advised to disconnect and discontinue use of the pump. Customer was advised that the device would need to be returned. The pump is being returned for analysis and replaced.